Manufacturer narrative:
Product performance engineering was unable to determine the root cause for the reported device issue. Evaluation summary: product performance engineering has reviewed the incident description and investigated the returned device. A review of the lhr (lot history record) did not reveal any non-conforming material reports which could have contributed to this complaint. Additionally, no similar complaints reported with this part and lot number combination. The locking mechanism on the handle was cycled from the locked to unlocked position several times with no resistance and upon straightening out the catheter, the outer member was able to slide proximally and distally over the hypotube with no resistance. A conclusive root cause was not identified.

Event description:
It was reported that during the rica stenting procedure, difficulty was experienced while unlocking the acculink. Upon deployment, the stent jumped and missed the target lesion. Two additional acculinks were deployed in the target lesion. Patient was fine following deployment. No additional information available.